Event description:
Endotracheal tube security device placed. Two days later, large abrasion approx 1.5 cm in length and 5 mm in width was noted underneath e-tad on upper lip. Pt was relatively stable, with no apparent circulatory problems. Abrasion was a result of the plastic bar which is what et tube tab rests on. This injury represents one of several that have occurred as a result of the use of this device.